Manufacturer narrative:
Age at time of event: +70.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right anterior tibial artery. A 3.0mm x 100mm x 90cm sterling sl balloon catheter was advanced for dilation. However, during inflation below the nominal pressure, the balloon leaked. The device was removed and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and patient condition was good.